Event description:
It was reported that a malfunction occurred on the pump, with no notable events preceding the issue. Despite the report, there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, resolving the malfunction, and the customer was instructed to continue using the pump and call back if any malfunction recurred.